Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue first began at 9:21 a.m., on (B)(6) 2017, and that it has been ongoing since. The patient claimed that on (B)(6) 2017, she obtained a blood glucose readings of ¿186, 97, 101, 175 and 165 mg/dl¿ with the subject device which she felt were high compared her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication (glipizide, three 5 mg tablets in the morning and evening), diet and exercise and advised that she took her usual dose of medication and ate breakfast as normal in response to the alleged issue. The patient advised the csr that at around midday that same day, she felt ¿shaky¿ and that she had a ¿headache¿. In response to her symptoms, the patient advised that self-treated by eating a cookie and drinking some iced tea. The patient was unable and/or unwilling to confirm if her blood glucose was measured on another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a control solution test and noted that the result obtained fell within the expected control solution range printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred